Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This crt-p remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This crt-p remains in service. Additional information indicated that the crt-p was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental is being filed to capture d6b: explant date and h6: impact code.